Event description:
It was reported that nicu at dartmouth hitchcock has been having issues with erratic temperature alarms during therapy in an arctic sun device. This unit uses reusable temperature probes. They have used them for years and they worked on the 5000's, but they recently started experiencing issues. They were now trialing the stat's to see if this would help, since the 5000's are end of life. They had a case in which they started receiving alarms 14(patient temperature 1 probe out of rang)/15(unable to obtain a stable patient temperature)/50(patient temperature 1 erratic) about 4 hours into therapy. They ended up changing the entire setup including the pad, probe, and device/cable and this seemed to resolve the issue. Tm stated they has been trying to encourage them to call the clinical helpline, but they did not during this case. Tm wanting to discuss troubleshooting and what may lead to these issues. Discussed erratic temperature alarms. Explained these alarms typically result from a faulty probe or cable. They typically try troubleshooting by seeing the temperature probe reads accurately on the bedside monitor. They will also have the nurses manipulate or flex the cable to see if this results in the patient temperature fluctuating drastically. The recommendation was to exchange either the probe or cable first. If the issues continue, then they recommend exchanging the other. Confirmed to encourage them to call on the helpline.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature cable. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. They ended up changing the entire setup including the pad, probe, and device/cable and this seemed to resolve the issue. Tm stated they has been trying to encourage them to call the clinical helpline, but they did not during this case. Tm wanting to discuss troubleshooting and what may lead to these issues. Discussed erratic temperature alarms. Explained these alarms typically result from a faulty probe or cable. They typically try troubleshooting by seeing the temperature probe reads accurately on the bedside monitor. They will also have the nurses manipulate or flex the cable to see if this results in the patient temperature fluctuating drastically. The recommendation was to exchange either the probe or cable first. If the issues continue, then they recommend exchanging the other. Confirmed to encourage them to call on the helpline. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Correction: b, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu at dartmouth hitchcock has been having issues with erratic temperature alarms during therapy in an arctic sun device. This unit uses reusable temperature probes. They have used them for years and they worked on the 5000's, but they recently started experiencing issues. They were now trialing the stats to see if this would help, since the 5000's are end of life. They had a case in which they started receiving alarms 14(patient temperature 1 probe out of rang)/15(unable to obtain a stable patient temperature)/50(patient temperature 1 erratic) about 4 hours into therapy. They ended up changing the entire setup including the pad, probe, and device/cable and this seemed to resolve the issue. Tm stated they has been trying to encourage them to call the clinical helpline, but they did not during this case. Tm wanting to discuss troubleshooting and what may lead to these issues. Discussed erratic temperature alarms. Explained these alarms typically result from a faulty probe or cable. They typically try troubleshooting by seeing the temperature probe reads accurately on the bedside monitor. They will also have the nurses manipulate or flex the cable to see if this results in the patient temperature fluctuating drastically. The recommendation was to exchange either the probe or cable first. If the issues continue, then they recommend exchanging the other. Confirmed to encourage them to call on the helpline. Per follow up information received via phone on (B)(6) 2025, it was reported that the nicu department was using reusable temperature probes and prior to use they were putting them into the sterilizer. The team came to the conclusion that this practice was causing the probes to have an erratic temp display while in use. The issue has been resolved. No patient impact was reported. No sample is available.

Event description:
It was reported that nicu at dartmouth hitchcock has been having issues with erratic temperature alarms during therapy in an arctic sun device. This unit uses reusable temperature probes. They have used them for years and they worked on the 5000's, but they recently started experiencing issues. They were now trialing the stat's to see if this would help, since the 5000's are end of life. They had a case in which they started receiving alarms 14 (patient temperature 1 probe out of rang)/15 (unable to obtain a stable patient temperature)/50 (patient temperature 1 erratic) about 4 hours into therapy. They ended up changing the entire setup including the pad, probe, and device/cable and this seemed to resolve the issue. Tm stated they has been trying to encourage them to call the clinical helpline, but they did not during this case. Tm wanting to discuss troubleshooting and what may lead to these issues. Discussed erratic temperature alarms. Explained these alarms typically result from a faulty probe or cable. They typically try troubleshooting by seeing the temperature probe reads accurately on the bedside monitor. They will also have the nurses manipulate or flex the cable to see if this results in the patient temperature fluctuating drastically. The recommendation was to exchange either the probe or cable first. If the issues continue, then they recommend exchanging the other. Confirmed to encourage them to call on the helpline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.